Event description:
It was reported that the lancet protrudes beyond the end cap of the device.

Manufacturer narrative:
The customer returned the suspected device for investigation, but the product was lost in transit.